Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 5 and 24 hours. The patient's blood glucose levels rose to 30 mmol/l (540 mg/dl) and noted purulent discharge and inflammation at the site (leg). The patient applied sudocrem on the site and applied a new pod. The patient went to the emergency room (ER) and was prescribed antibiotics (taken 4 times a day for 7 days) for treatment. The pod was discarded.